Event description:
It was reported that the pump displayed an air in line message. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: one device was returned for evaluation. Visual inspection revealed no anomalies. Event history logs were reviewed and confirmed ?air in line detected' alarm message. Functional testing was performed and the reported issue was able to be replicated. The root cause was determined to be a faulty air detector. The air detector was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.